Event description:
Representative reported that an event occurred at the clinic. Blood was found leaking from a venous line of pt connector to a tesio catheter 5-10 minutes before the end of the treatment. Estimated blood loss 100-200 cc. The venous pressure went up to 500. The venous pressure pre-incident was 260. The flow rate was 350ml/min. The 2008h machine without the narrow limits software did alarm. The sample was discarded. The pt was sent to the ER, but was discharged later that day and sent home in stable condition. Questionaire faxed to customer on 6-6-00.